Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user changed a libre 3 plus sensor but did not scan to activate it, attempted to scan later without success, received no alerts, and subsequently scanned successfully, after which the ilet displayed a sensor warmup. The user was out of town without a glucometer and continued insulin delivery on ilet while awaiting warmup, which was addressed through troubleshooting and education, and the event is categorized as a use error with no device component implicated. Symptoms included hyperglycemia reaching 401 mg/dl accompanied by polydipsia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found and identified a usage problem consistent with not starting a new sensor in a timely manner. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.